Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetic educator reported by call that customer was hospitalized due to diabetic ketoacidosis on unknown date. Customer's blood glucose value was unknown. Device will not be returned for analysis.